Event description:
User facility medwatch report# 1017812 received via the FDA/cdrh reports "dr. Took pt to surgery and inserted a right frontal venteculostomy catheter; a codman intracranial pressure monitor and placed a cvp line. While winding codman icp catheter to tape to head; catheter snapped in half. Dr. Removed the codman catheter and resutured the ventriculostomy catheter". Note: report received from jjpi with pt and event related info blocked out.